Event description:
It was reported that the patient experienced leaking from the bottom of an ilet cartridge, after which the patient performed a supply change and awaited blood glucose to return to normal range. Symptoms included hyperglycemia up to 400 mg/dl for approximately three hours with device alerts for sustained readings above 300 mg/dl and no ketone testing, back-up therapy, medical intervention, or assistance required. Outcomes included no immediate health effects and no hospitalization. Investigation included collection of product lot information and assessment of user factors such as potential overfilling, with review of device alerts. Investigation of this case revealed a suspected cartridge seal or connection leak consistent with a cartridge component problem leading to insulin delivery interruption and hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was likely user handling or integration-related leakage of the cartridge leading to under-delivery.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.